Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through full functional testing and power cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device log could not determine if the pacing function was utilized as a portion of the log was cleared by the customer prior to being returned to zoll. The data available for review indicates that the pacing function was not used. The customer's report cannot be confirmed or refuted with the information available. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.